Event description:
I was reported that the customer had a calibration error on his insulin pump. His blood glucose was 126 mg/dl at the time of reporting. No equipment was returned. The sensor was replaced. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.